Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2022-00081 and 3008114965-2022-00558. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30541508) and a 5mm x 33mm embotrap ii revascularization device (et007533 / 20f138av) reached the target position, the physician withdrew the microcatheter to release the embotrap ii device, but the stent component of the embotrap ii was impeded in the microcatheter and could not be released. The physician retracted the microcatheter and the embotrap ii revascularization device and observed that the stent body was deformed. A new competitor microcatheter and a competitor stent replaced the complaint devices and the procedure was completed. There was no negative impact to the patient; no patient complication or adverse event reported. On 28-aug-2022, additional information was received. The information indicated that the target vessel was the basal artery. The damage / deformity noted on the stent body was that it kinked / bent. The embotrap ii stent was still attached to the device when it was removed from the patient. The microcatheter was reported to have corrugated bending. An adequate continuous flush was maintained through the microcatheter. Force was not inadvertently applied to the embotrap ii device during use. There was no clinically significant delay in the procedure as a result of the reported issue. On 07-sep-2022, additional information was received. The information indicated that there was nothing unusual noted about the system prior to use. The deformation / damage present on the device was not observed during the device preparation prior to use. The device did not show any signs of damage / deformation prior to use. Information on the specific pass sequence that the device was on when the reported deformation / damage was reported could not be obtained. The number of passes made with the embotrap ii device prior to the pass where the deformation / damage was observed could not be obtained. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Further inspection revealed that the proximal body of the microcatheter has a ¿wavy¿ condition in a section of 10 cm (3.937 inches). No other damages were noted. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The microcatheter was flushed with a lab sample syringe; however, the water did not come out from the distal end, suggesting that the device is obstructed. Then, a guidewire of 0.018 inches was inserted, and it advanced through the microcatheter; when the guidewire reached 122 cm (48.031 inches), it could not advance further. The microcatheter was dissected at this point to determine the cause of the obstruction. After being dissected, the device was inspected under a microscope, and it was found that the inner lumen was saturated with residues of dried blood, and residues of dried saline solution. Due to the fact that the devices had already reached the target position and the embotrap ii device could not be unsheathed, the dried blood/saline residues found in the inner lumen of the microcatheter could not be the cause of the impeded condition encountered during the procedure. Also, the complaint information detailed that an adequate continuous flush was maintained through the microcatheter. Such condition might have occurred most likely during the post-operative handling of the device, when the devices were retired from the patient¿s body. The issue documented that the 5mm x 33mm embotrap ii revascularization device was impeded in the microcatheter could not be evaluated through functional testing because it had to be dissected, and since there is no information on the specific pass sequence that the device was on when the reported deformation/damage was reported, no further evidence that such issue could be related to a device failure could be obtained. The issue documented in the complaint in relation to the corrugated bending on the microcatheter was confirmed based on the appearance of the proximal body of the device. This damage suggests that the device was subjected to stress / excessive force that may have been inadvertently applied to the device when the impeded condition occurred. The complaint documented that this damage was not observed during the device preparation prior to the use; as such, it could not have contributed to the inability to unsheathe the embotrap ii device. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30541508) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contain the following precautions: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. ¿ do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no findings available¿ was used in the investigation findings because the reported issue that the embotrap ii device was impeded in the microcatheter could not be evaluated through functional testing because the microcatheter had to be dissected and there was no information related to the specific pass sequence that the device was on when the deformation / damage issue was reported. This code corresponds with the ¿cause not established¿ in the investigation conclusions. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2022-00081. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30541508) and a 5mm x 33mm embotrap ii revascularization device (et007533 / 20f138av) reached the target position, the physician withdrew the microcatheter to release the embotrap ii device, but the stent component of the embotrap ii was impeded in the microcatheter and could not be released. The physician retracted the microcatheter and the embotrap ii revascularization device and observed that the stent body was deformed. A new competitor microcatheter and a competitor stent replaced the complaint devices and the procedure was completed. There was no negative impact to the patient; no patient complication or adverse event reported. A photo of the embotrap ii device was included in the complaint. On 28-aug-2022, additional information was received. The information indicated that the target vessel was the basal artery. The damage / deformity noted on the stent body was that it kinked / bent. The embotrap ii stent was still attached to the device when it was removed from the patient. The microcatheter was reported to have corrugated bending. An adequate continuous flush was maintained through the microcatheter. Force was not inadvertently applied to the embotrap ii device during use. There was no clinically significant delay in the procedure as a result of the reported issue. On 06-sep-2022, additional information was received. The information indicated that there was nothing unusual noted about the system prior to use. The deformation / damage present on the device was not observed during the device preparation prior to use. The device did not show any signs of damage / deformation prior to use. Information on the specific pass sequence that the device was on when the reported deformation / damage was reported could not be obtained. The number of passes made with the embotrap ii device prior to the pass where the deformation / damage was observed could not be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6) the initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30541508) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2022-00081. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.